Manufacturer narrative:
The tech found the brakes are out of adjustment and the brake casters swivel while in brake mode. Per the hill-rom service manual, perform annual preventive maintenance procedures to make sure all versacare bed components are functioning as originally designed. Brake casters should be checked for cuts, wear, and quality of tread, etc and replaced when necessary. Examine the brakes to see whether the bed moves when the brake are set. Replace as necessary. The tech adjusted the brake casters to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported the bed is not locking. No patient injury reported.